Event description:
Pt arrived to hospital with flows 8-9l/min with powers of 6-7.5w with speed of 8800rpm for majority of the previous month. Slight increase in ld but not meeting threshold for hemolysis